Event description:
The customer reported that the device is not connecting. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.